Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
Section h code has been updated based on additional information. Health effect - impact code, f26, was removed. This report reflects the most up to date coding. Engineering assessment: during impella cp support, a purge fluid leak was observed between the pump and the purge line on the second day of support. The purge cassette was replaced, but the leak continued. The following day, aic alarms continued, but the patient remained on impella support. It was reported that a vertical crack was present on the purge sidearm, and the physician used medical tape to seal the crack. The patient continued on impella support until explant. There were no adverse effects to the patient due to the damage to the purge sidearm. The device was returned for investigation, and the leak was able to be reproduced. The cause was due to the crack in the sidearm, however, the cause of the crack could not be determined.

Manufacturer narrative:
The products, pump and purge cassette, were received and the investigation was completed. Data log was not returned/could not be retrieved from the remote server. Device history record review was completed, and pump passed all post-sterile inspection checks. Purge cassette: no issue was found related to the purge cassette. Damage was identified on the pump sidearm, with a lengthwise crack down the yellow luer, where the purge leak was reproduced. Purge leak ¿ pump: the root cause of the purge leak was determined to be due to a damaged sidearm yellow luer. Product damage (purge sidearm crack): the cause of the product damage was a crack in the yellow luer but the cause of the crack was unable to be determined. The supplier investigation of a similar complaint, indicated possible high tension in combination with disinfectants and certain drug ingredients like for example oil, alcohol, lipids but was unable to confirm." Purge pressure low: the cause of the purge pressure low alarm was due to server purge leak from the damaged sidearm yellow luer. H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a cp placed to support the patient admitted in with an acute myocardial infarction. The pump was placed but a purge leak was observed. The team replaced the purge cassette first, but cassette replacement did not resolve the issue. The team later observed there was a crack and the crack was taped and pump remains on. The patient age and lack of escalation had caused the team to leave the pump on. The patient remains on support.